Event description:
Boston scientific received information that the right atrial (ra) lead measurement had trended down within the last year and was now out of range. It was noted that there was baseline noise which was not sensed, however all other measurements were within normal range. The clinic has opted to continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.